Event description:
It was reported that during a laparoscopic bowel procedure, two devices were leaking and losing pneumo. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Event description:
During follow-up for an international complaint, it was indicated that more than a year ago, the patient developed peritonitis. On an unknown date, the patient began dianeal-n pd-4 1.5% and extraneal therapies. On an unknown date, the event was resolved. The nurse believed that this event was not related to the patient's peritoneal dialysis solution, because the event was caused by touch contamination. No further information is available.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged duckbill. The analysis results found that device (a) was received inside its original package. Further evaluation found that the duckbill seal was open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was returned inside its original package. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned inside its original package. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (d) was returned inside its original package. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (e) was returned inside its original package. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (f) was returned inside its original package. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (g) was returned inside its original package. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (h) was returned inside its original package. The device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.